Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure for pancreatitis in an adult patient (age, gender and weight unknown) the same day. According to the complainant, when the physician during the ercp, the user was cannulating the papilla using olympus's clever cut sphincterotome with the loaded jagwire. When cannulating the papilla, [the] user found that a small part of the hydrophilic tip of the jagwire [was] peeling off. The doctor withdr[ew]the defective jagwire and continue[d] the procedure with another jagwire guidewire device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual examination of the returned device revealed that a 1 cm section of pebax (coating) had been cut from the wire, and was hanging from the distal tip. The cause of the damage is undetermined, but the condition of the guidewire indicates that it came into contact with another device. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.